Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported patient outcome could not conclusively be determined. The account communicated that the patient expired on (B)(6) 2015. The cause of death is reportedly unknown. No alarms were associated with this event. Multiple attempts were made to obtain additional information concerning the patient¿s outcome; however, no additional information was provided. No product is available for investigation. The current heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2012. The heartmate ii lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists respiratory failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be determined. (B)(6) was not explanted for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's cause of death was respiratory failure. The device operated as intended.

Manufacturer narrative:
Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired. The cause of death is unknown. Additional information was requested but not provided.